Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and nine months later, computed tomography of the abdomen and pelvis without contrast was performed due to abdominal pain and result showed that an inferior vena cava filter was noted. After one year and six months, computed tomography angiogram of chest with and without contrast demonstrated that there was no evidence of pulmonary embolism or aortic dissection. After one-year, computed tomography of the abdomen without contrast was performed, and result showed that there was an inferior vena cava filter with the tip located 1.5 cm below the right renal vein which was the lower renal vein. The inferior vena cava filter was tilted 20 degrees anteriorly within the lumen of the inferior vena cava. The apex of the filter rested on the anterior wall. Six of the struts extended beyond the margin of the inferior vena cava posteriorly. One of the struts was oriented superiorly raised possibility of prior retrieval attempt. A disassociated strut was embedded in the third non-rib-bearing lumbar vertebral body and did not appear to be connected to any of the other struts. One of the struts pointed superoanteriorly to the left, created a 40-degree angle with the midline of the device. It perforated and extended 15 mm beyond the inferior vena cava wall into retroperitoneal fat. One of the struts perforated the right wall of the inferior vena cava and extended 9 mm beyond the wall into the retroperitoneal fat. Another strut perforated the left wall of the inferior vena cava and extended 9 mm beyond the wall and ended posterior to the aorta. The most posterolateral right strut perforated the right posterior wall of the inferior vena cava and extended for a distance of 15 mm, ended in the anterior right psoas muscle. An adjacent more medial posterolateral strut perforated the posterior right wall of the inferior vena cava and extended for a length of 18 mm into the mid right psoas muscle. A midline posterior strut perforated the mid posterior wall of the inferior vena cava and extended for a length of 19 mm in the retroperitoneal tissues between the right psoas muscle and l3 vertebral body. A left strut perforated the left posterior wall of the inferior vena cava and extended for a length of 2 cm along the anterior surface of the l3 vertebral body. No evidence of a fractured strut. Normal diameters of the inferior vena cava with no evidence of stenosis. After nine months, removal of vena cava filter was performed by open procedure. Patient presented with intermittent abdominal pain. Right internal jugular vein was accessed, and a foley catheter was inserted preoperatively. IV ancef was given and the abdomen and both groins were sterilely prepped and draped. Midline incision was made, and dissection was carried down through skin subcutaneous tissue and the abdomen was entered without injury to bladder or bowel. The omni retractor was set up and used to retract the abdominal sidewalls. The falciform ligament was divided. This was tied with 2 0 silk sutures. The line of toldt binding the right colon to the posterior abdominal wall was incised and the right colon reflected to the midline. The duodenum was similarly mobilized. After the right medial visceral rotation had been completed additional blades of the omni retractors were used to retract the abdominal viscera. The vena cava was then dissected out from surrounding structures treatment several small anterior and lateral branches were tied with 2 0 silk sutures clipped and divided. The vena cava was mobilized enough so the clamp could be applied right below the renal veins and above the confluence of the iliac veins. The top of the vena cava filter was then palpated. Multiple struts of the filter were seen penetrating the vena cava. One of these was divided with a wire cutter and removed. This strut appeared to penetrate the psoas muscle. A 5 0 prolene suture was then placed around the top of the vena cava filter that could be palpated on the anterior wall of the vena cava. This was about 2 cm below the right renal vein. 7000 units of heparin was then given. A small cava bottom e was then made in the confines of the 5 0 prolene suture and the top of the filter was exposed. There did not appear to be any type of a focus on this filter to allow it to be retrieved. Through this small cavotomy was able to tease out some of the prongs of the vena cava filter. Traction was tried to put on the entire filter, but it would not move. Consequently, more the prongs was teased out and cut them. All the problems came out very easily with no resultant bleeding. When there were just 2 prongs to the filter left, it was able to tease out the entire filter. There was minimal bleeding. The cava bottom e was closed with a running 5 0 prolene suture. Then 5 0 prolene was tied suture with the teflon felt pledget and released any of the clamps that was on the cava and there was no bleeding. The entire vena cava was palpated to see if there was any metal left behind and could feel no additional metal structures in the cava. Therefore, the investigation is confirmed for alleged filter tilt, filter limb detachment and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and right ventricle strain. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated to the inferior vena cava, l3 vertebral body, r psoas muscle and to the mesentery. The device was removed via an open abdominal procedure. The current status of the patient is unknown.